Event description:
Additional information was received which indicated this patient is being monitored remotely. No further action is expected to be taken. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. At this time, the rv lead remains in service. No additional information was received. No adverse patient effects were reported.